Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was unknown. The customer stated that he had been hospitalized 2 days prior for high blood glucose levels. The blood glucose reading at the time of admittance was between 430 to 440 mg/dl. He stated that the sensors were junk. It was unclear as to whether the sensor issues occurred around the same time as the hospitalization for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-38399.